Event description:
It was reported that during the interventional procedure to treat a heavily tortuous distal left circumflex coronary artery with a 90% stenosed, heavily calcified lesion, a 5f non-abbott guide catheter was placed via femoral access, then a non-abbott guide wire was positioned in the vessel. Two non-abbott balloon dilatation catheters (bdc) (2.0x12mm and 1.5x10mm) were each advanced toward the lesion, but each were unable to cross the lesion. The 5f guide catheter was replaced with a 6f non-abbott guide catheter. A 1.5x10mm non-abbott bdc was advanced, crossed the lesion, and successfully completed pre-dilatation. A 2.5x12 multi-link 8 (ml8) stent delivery system was then advanced, but was unable to cross the lesion due to patient anatomy. While retracting the ml8 sds to perform additional dilatation with another balloon, the ml8 sds became stuck at the tip of guide catheter and could not be retracted. The ml8 was pulled, resulting in stent dislodgement. The dislodged stent was retracted from the anatomy as a single unit with the guide catheter. A 7f non-abbott guide catheter was introduced, then a 2.5x12 non-abbott sds was advanced and its stent deployed, completing the procedure. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns, sion blue, xt-r extension; guide catheter: 5f heartrail jl4, heartrail 4f st01. Against resistance. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported failure to cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use states in the delivery procedure section: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components.